Event description:
A patient reported blood glucose results of 237 and 120 mg/dl with a lifescan meter, performed within 2 minutes of each other. The patient took glucose after attempting to use the meter. The patient visited the physician and the physician advised the patient to contact lifescan. The test strips were in good condition and not expired. The control solution the patient was using was expired.